Event description:
It was reported by the rep that the one 512sd was used during a laparoscopic cholecystectomy procedure. It was reported that the device was inserted into the umbilicus. Under direct visualization, the shield did not engage once peritoneum was entered. The case was completed without further incident. There was no pt consequence.